Event description:
It was reported that the patient experienced an infection. The pocket was drained and left open and the implantable pulse generator (ipg) system was revised under the skin above the original pocket until infection cleared. The ipg was then explanted and replaced and the leads were cut and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.